Manufacturer narrative:
The pump was received with failed battery test alarm due to corroded battery tube. No blank display noted. Unable to perform functional checking including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, restart and all operating current measurement due to failed battery test alarm. Pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the battery tube is corroded. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the battery cap area and the cap is not fully secure. Customer also indicated that the battery life is short. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.